Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k camera head had poor contact between the cable and camera head. The issue occurred during inspection for use for a endoscopic examination and it was completed with the same device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 field was corrected as "health professional" and "company representative" were inadvertently selected in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, the event could not be reproduced. No problem was found with the device. Olympus will continue to monitor field performance for this device.